Event description:
Information was received from a consumer regarding a patient receiving fentanyl and baclofen via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that probably in july they started experiencing return of symptoms/no relief from the pump. In august, they had a blackout, and the pump dosage was lowered at the hospital, but they were still not getting any pain relief. The patient stated their healthcare provider (hcp) told them there ¿was a 40% chance the catheter could break again¿. The patient also stated that there was a catheter dye study and "it was leaking from the canister" so a catheter revision was needed.

Manufacturer narrative:
Concomitant medical product: product ID 8598a serial# (B)(6) implanted: (B)(6) 2022 product type catheter product ID 85 96sc serial# (B)(6) implanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 16-jul-2022, UDI#: (B)(4). Product ID: 8596sc, serial/lot #: (B)(6), ubd: 09-jun-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated that there was a failed catheter dye study (cds) on (B)(6) 2023. The hcp reported that dye was seen at the tip and at the lumbar spine t7. Actions/interventions taken included a revision surgery scheduled on (B)(6) 2023and pump doses had been weaned. The patient's weight at the time of the event was also provided.